Event description:
The mms server stopped working, no vital signs-ECG, temp and bp were being measured for the patient. Staff put different mms on the monitor and connected all the cables and the vital signs began to display on the monitor.